Event description:
Diabetes test strips were shipped to rptr by diabetic supply co. They were for international use only; not to be used with us glucose meter. Since the label did not indicate this, pt assumed the strips were valid. The readings obtained were unusually high and therefore pt increased medication. This occurred on three occasions. Each time their glucose values dropped into the hypoglycemic range. Pt tested the strips and found they were giving out of range results. Pt contacted roche diagnostics, supplier, their endocrinologist and the FDA. Roche advised them that these strips were made for international use, could not be relied upon and they were surprised that they had received any. After conferring with their distribution dept, supplier asked pt to return the units. Pt has conveyed this info to FDA district.